Event description:
Right atrial (ra) lead programmed off due to high capture threshold (B)(6)2021. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).